Event description:
Clinicians entered the patient's room to provide care. A hill-rom sport bed with rotation module was in use, rotation module was active. The nurse pauses the rotation function by placing the bed into the full inflate mode and begins to care for the patient. During the treatment the bed alarms several times to remind staff that the rotational function has been paused, the alarms were silenced to allow for further care. As treatment was drawing to a close the alarm timed out again and the nurse proceeded to the control panel to silence it. At this point the bed resumes the rotate function, the nurse notices the action but is not concerned because treatment is basically finished and the bed has been active in this mode previously during the night with this patient. However as the bed proceeds through its rotational protocol the patient who has become slightly off center in the bed rolls against the left intermediate guard rail. The guard rail fails and the patient falls causing facial injury.